Manufacturer narrative:
Event conclusion cpi's analysis found: only the terminal pin section was returned. The proximal rate sense conductor coil is fractured. Insulation is abraded through to the proximal rate sene conductor coil at the distal end. There is one singular abrasion through to the conductor. Evaluation of the abraded region indicates the tubing wall thickness was reduced to the stage where pressure from the underlying coil resulted in the formation of holes in the silicone. The insulation breach is indicative of lead-on-lead contact. The fracture site, incident with insulation failure, indicates conductor fracture due to cyclic fracture at pivot point on can. The shocking portion of the lead remains implanted and active.

Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. During an implant of an implantable cardioverter defibrillator (ICD) this lead was found to have exposed coils near the connector. A new rate sensing lead was implanted.